Manufacturer narrative:
Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery for humeral diaphyseal fracture took place applying multiloc humeral nail (long) on (B)(6) 2016. During the surgery, the surgeon inserted the multiloc screw with the reported screwdriver, and pulled out the knob. The screwdriver in question then broken between the knob and the shaft, and the shaft part left attached to the screw head. The surgeon needed to pull out the shaft part with a plier and removed it successfully. No surgical delay was reported. No adverse consequence was reported.this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 30 august 2013, 03.019.025 / 8468480, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 19. Feb 16, e-mail from affiliates states that no more information is available.

Manufacturer narrative:
(B)(6). Manufacturing investigation evaluation: one (1) screw driver f/multiloc scr ø4.5 w/selfhold (part 03.019.025) was received for manufacturing investigation. The article is in a used condition with the knob at the end of the screwdriver broken off. During the manufacturing investigation, the inner and outer diameters of the laser welded connection were checked. Both sets of results are within specifications. On the broken cap component, stroke marks were observed. It is likely that the laser welded connection was broken by the application of excessive force on the cap of the screwdriver. This likely occurred despite a ¿do not strike¿ etching on the cap. No manufacturing related issues were identified and/or confirmed. No indication for product related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.